Event description:
Reportedly, this valve was explanted after approximately a 4 year, 11 month implant duration due to unknown reasons.

Manufacturer narrative:
F1: user facility. F2: unk. F3: slidell memorial hospital, 1001 gause blvd, slidell, la 70458, united states. F4: see e1. F5: see e1. F14: see g1. H6: #86: device not returned.